Manufacturer narrative:
It was indicated that the device was discarded at the health care facility and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During transseptal puncture a nrg transseptal needle was selected for use. After opening the device as usual, flushing was performed and the device was inserted into the sheath. It was reported that although energization was done, the tip did not pass through the interatrial septum, insertion was repeated about three times, but it was still unable to cross. The needle was removed and the tip was checked, which revealed that some parts of polytetrafluoroethylene coating up to about three centimeters from the tip were peeled off. A new needle was used and crossing was completed successfully with one energization with no patient complications.